Event description:
Boston scientific received information that during a procedure to implant this right ventricular lead the lead became stuck inside the pulmonary vessel. After several attempts to extract the lead it was not possible thus the lead remained in the vessel while a new lead was implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.